Manufacturer narrative:
Follow-up #1: date of submission 12/09/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/27/2013 with the following findings: the keypad is completely intact; no lifting or damage was observed. The contrast, up, down and ok keys are intermittently responding to user input and require excessive force to activate. Removed the keypad cover; contamination was present under the contrast, up, down and ok key contacts. The audio bolus button is intact with no physical damage. The button is intermittently responding to user presses. Removed button cover; contamination was found under the button cover. Unrelated to the complaint, observed a pinkish contrast on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up, down, and contrast buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.